Event description:
It was reported that the pt died secondary to a ruptured aneurysm in 2004. The ancure graft was implanted in 2002. The pt reportedly presented to the hosp with abdominal pain and hypertension. A CT scan found the aneurysm had ruptured at the aortic neck and open conversion repair was performed. The physician stated the pt died from multi organ failure and the ancure graft was found to have migrated into the sac; however, unsure if the migration occurred before or after the rupture of the aneurysm. The pt failed to show for regular 6-month follow-up exams. The pt did show for a follow-up in 2003 at which time the CT scan found a type ii endoleak and the aneurysm had decreased in size from 8.5cm to 7.4cm.